Event description:
Boston scientific received information the pace/sense portion of this right ventricular (rv) lead had sustained a fracture which resulted in anti tachy pacing (atp) due to inappropriate sensing of noise. This portion of the lead was removed from service and a new pace/sense rv lead was implanted without further incident.

Manufacturer narrative:
The portion of the lead that was removed from service was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.